Event description:
It was reported that the nitroglycering tubing administation set was loaded into four different channels of various colleague 3 infusion pumps and caused the pumps to go into a fail safe alarm conditions. The fifth attempt at loading the tubing was reportedly successful with another pump channel and resulted in the free flow of solution. This was immediately recognized. The roller clamp was closed and the tubing was removed from the pump. The 1hr post open heart pt's blood pressure rose to 150 systolic but returned to normal after the nitroglycerin was stopped. No medical or surgical intervention was required. The pt returned to pre-incident status.